Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ail assembly (op1 broken caused 242.4030 error). Lvp keypad recall completed. Replaced door assembly with keypad. Replaced broken mount rubber motor. A review of the device history record showed the device had a manufacture date of 04/25/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to a electrical failure of the ail sensor assembly. The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor stall failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2014-0284 for ail, ca-2015-0209 for keypad, ca-2013-0509 for motor stall.

Event description:
The customer reported the device keeps saying channel error. There was no patient involvement.

Event description:
The customer reported the device keeps saying channel error. There was no patient involvement.

Manufacturer narrative:
Additional information added to a1, h10. The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device keeps saying channel error. There was no patient involvement.